Manufacturer narrative:
Omit : c20 - no findings available and d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a secondary bag infused at a rate faster than programmed. It was reported that it should have run over two hours but completed in around 40 minutes. Preliminary review of logs onsite by bd technical practice consultant noted the infusion was programmed incorrectly. Customer is requesting formal log review. There was patient involvement but unknown impact.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that a secondary bag infused at a rate faster than programmed. It was reported that it should have run over two hours but completed in around 40 minutes. Preliminary review of logs onsite by bd technical practice consultant noted the infusion was programmed incorrectly. Customer is requesting formal log review. There was patient involvement but unknown impact.